Event description:
The olympus representative reported on behalf of the customer during an inspection before use for a diagnostic procedure, the monitor on the endoeye flex deflectable videoscope presented with no image, black-out. The intended procedure was completed with a similar scope and no procedural delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The customer's allegation of "the monitor becomes blacked-out." Was not confirmed during the evaluation. The blacked-out monitor was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. A black scratch was visible on the image and was due to a broken charge-coupled device. A black shadow was identified in the image. Scratches were found on the distal end. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred temporarily due to damage to the charged couple device (ccd) unit (including the ccd cable). Damage to the ccd unit most likely occurred due to the following: 1) physical stress such as excessive bending/pulling of universal cords. 2) physical stress on tip. 3) the system ground wire was not connected (static electricity applied). 4) the scope connector was plugged or unplugged while the system was powered on (overcurrent). 5) connected to the system (shorted) with dirt or moisture attached to the contacts of the scope connector. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 3) "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." 4) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.